Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the pacemaker set screw for right ventricular lead was loose. The pacemaker was exchanged during the procedure. There were no consequences to the patient.

Manufacturer narrative:
The reported event of could not tighten the ventricular setscrew to the point of the wrench clicking was confirmed. Analysis revealed the user of the torque wrench was only partially inserting the wrench tip into the setscrew inset. With partial wrench insertion the wrench would lose its grip and slip around in the inset as the setscrew started to become tightened. As the wrench slips around in the inset the wrench began to strip the inset. The setscrew could not be tightened when it was being stripped. The user continued to turn the wrench around in the stripped portion of the inset and therefore not tightening the setscrew. The bottom half of the setscrew inset was normal, unstripped and untouched by the wrench. Lab testing found that with full wrench insertion the setscrew could be tightened to the point of the wrench clicking. The problem in the field was related to the user¿s incorrect use of the torque wrench.